Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where tubing got detached from the reservoir. The infusion set was used for two days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.